Event description:
The plastic tubing became detached from the distal (down stream) end of the pump cartridge, resulting in a break in the system and air being pulled into the tubing. No air was administered to the pt.